Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they felt very bad and very tired. The patient also stated that a year ago when picking up a suitcase that they felt a lot of pain by the device, and a check showed everything looked good at that time. The patient also indicated that they had received two shocks from the device in the past and the physician told the patient the device had to be "reset". Follow up was attempted with the clinic, but no additional information was obtained about the relatedness of the patient's symptoms to the device performance or the appropriateness of the shocks. The device remains in use. No further patient complications have been reported as a result of this event.